Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additional devices implanted and/or related to this event: pxc201400/7622808 and pxc201000/7588898. Patient medications: aspirin, b12, coreg, lovastatin, metformin, potassium chloride, lodipine, digoxin, and lisinopril, and lasix.

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, the physician explanted the gore excluder devices due to an existing proximal type I endoleak and an indeterminate endoleak at the bifurcation. The endoleaks were causing aneurysm sac enlargement. The patient tolerated the procedure.